Manufacturer narrative:
A review of the complaint history, device history record, quality control, and trends was conducted during the investigation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record was conducted. The lot met all finished goods release criteria. The device is shipped with an instruction for use (IFU) that states: "the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the flow rate indicated". Based on the information provided the root cause could not be determined. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints.

Event description:
It was reported a "PICC line was placed on (B)(6) 2016 and on (B)(6) 2016 it was noted that the hub was completely detached from the catheter. At the time of this report the physician has not stated how they will proceed. Currently the customer does not have a PICC line in place." No additional information was available at the time of this report. Additional information received on 12/09/2016: the patients' PICC line was not replaced.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a "PICC line was placed on (B)(6) 2016 and on (B)(6) 2016 it was noted that the hub was completely detached from the catheter. At the time of this report the physician has not stated how they will proceed. Currently the customer does not have a PICC line in place." No additional information was available at the time of this report.